Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer reported receiving an unspecified high scan on the adc device compared to unknown readings obtained from a built-in meter. The customer self-treated with insulin (type/dose unknown) injection and consequently experienced a loss of consciousness and a fall. The customer noted a horizontal trend arrow, which indicates glucose is changing slowly (less than 1 mg/dl per minute). The paramedics were called and upon their arrival, a laboratory result of 26 mg/dl was obtained in comparison to the sensor scan of 75 mg/dl. The results when plotted on a parkes grid, the results fell into the "c" zone, showing the difference in values to be clinically significant. The customer was given glucose intravenously (30%) by paramedics and was then transported to a hospital for observation. It was further reported that the customer was discharged without further treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software, and extraction was successful. The sensor was found to be in sensor state 6 (indicating abnormal termination). Watermark was observed at the base of the sensor tail. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Connector key was used to perform smu (source measurement unit) testing. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Additional testing has been performed for this issue and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer reported receiving an unspecified high scan on the adc device compared to unknown readings obtained from a built-in meter. The customer self-treated with insulin (type/dose unknown) injection and consequently experienced a loss of consciousness and a fall. The customer noted a horizontal trend arrow, which indicates glucose is changing slowly (less than 1 mg/dl per minute). The paramedics were called and upon their arrival, a laboratory result of 26 mg/dl was obtained in comparison to the sensor scan of 75 mg/dl. The results when plotted on a parkes grid, the results fell into the "c" zone, showing the difference in values to be clinically significant. The customer was given glucose intravenously (30%) by paramedics and was then transported to a hospital for observation. It was further reported that the customer was discharged without further treatment. There was no report of death or permanent impairment associated with this event.